Manufacturer narrative:
Therapy date is estimated. Explant date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2019-09582. It was reported patient experienced ineffective therapy of pain relief. To address the issue patient underwent surgical intervention where the scs system was explanted. Explant date is unknown .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.